Event description:
It was reported that for a benign prostatic hyperplasia case with this fiber, during removing the tip of the fiber to clean it, a hole was noticed in the area between the tape, and fluid was coming out of it. The fiber was discarded and another one was used to complete the procedure without reported complications.